Event description:
Patient underwent anterior cervical decompression at c6, c7, t1 with implantation of screws and rods. Hardware was noted as fractured, and was removed during revision surgery, after patient had adequately fused.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned, and no lot number was provided.